Event description:
It was reported that right ventricular (rv) lead was inappropriately sensing atrial activity due to cross talk present. Technical services (ts) was consulted and suspects the lead is too close to the atrium and recommended considering a defibrillation threshold (dft) test. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that right ventricular (rv) lead was inappropriately sensing atrial activity due to cross talk present. Technical services (ts) was consulted and suspects the lead is too close to the atrium and recommended considering a defibrillation threshold (dft) test. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the device exhibited right ventricular (rv) lead intrinsic amplitude out of range. Additional information was obtained, this right ventricular (rv) lead had lost slack since implant, the physician wanted to revise slack but was unable to repositioned as intended. The physician gained new access, and a new lead was implanted. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that right ventricular (rv) lead was inappropriately sensing atrial activity due to cross talk present. Technical services (ts) was consulted and suspects the lead is too close to the atrium and recommended considering a defibrillation threshold (dft) test. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the device exhibited right ventricular (rv) lead intrinsic amplitude out of range. Additional information was obtained, this right ventricular (rv) lead had lost slack since implant, the physician wanted to revise slack, but was unable to repositioned as intended. The physician gained new access and a new lead was implanted. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that right ventricular (rv) lead was inappropriately sensing atrial activity due to cross talk present. Technical services (ts) was consulted and suspects the lead is too close to the atrium and recommended considering a defibrillation threshold (dft) test. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the device exhibited right ventricular (rv) lead intrinsic amplitude out of range.